Event description:
It was reported that catheter break occurred. The target vessel stenosis was located in the anterior tibial. An opticross catheter was selected for use to view the target lesion. During procedure, the catheter was advanced and was stuck on a calcium shell. However, when it was pulled back, a piece of catheter broke off. A micro snare catheter was used to remove the broken piece. The procedure was completed with balloon angioplasty. No patient complications were reported.